Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). Product evaluation: no analysis results are available; device not returned for evaluation. Method: no testing methods performed. (B)(4).

Event description:
It was reported that the ¿current burrs are too weak and break easily¿. There was no reported patient impact.

Manufacturer narrative:
Describe event or problem: additional information received: "we haven't formally reported the bur breaks to medtronic as this has been a long term and common problem and we haven't experienced any complications or patient injuries due to the breaks. The most common bur we break is the 70 degree high speed tapered diamond bur ((B)(4)), and it usually occurs when we're doing endoscopic frontal sinus drill outs. The break inevitably occurs in the "neck" of the disposable, about 8-10 mm from the tip of the bur. We've learned to be gentle with this disposable, which makes the procedure quite prolonged, and when we get impatient and push harder, it breaks." (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.